Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a bolus was delivered for food the customer intended to eat. Reportedly, the customer did not consume the intended amount of food after the bolus was delivered. The customer contacted tandem's customer technical support (cts) inquiring how to stop insulin on board (iob). Cts instructed the customer that iob is insulin that has already been delivered and cannot be stopped or erased. Customer¿s blood glucose (bg) was 125 (mg/dl) at the time of the report. Tandem technical support educated the customer that iob will continue to affect bg and the customer's healthcare provider should be consulted. The customer declined follow up; therefore, it is unknown if bg was adversely impacted.